Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (bowel ischemia, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas; however, it should be noted that the center reported that the patient¿s expiration was related to the patient condition, it was not device-related. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section a4: additional information. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired due to bowel ischemia on (B)(6) 2020. There were no device issues or malfunctions that could have contributed to the patient outcome. It was reported that the device operated as intended. The device will not be returned for evaluation.